Event description:
To whom it may concern: on (B)(6) 2003, I had a transvaginal mesh implant due to stress incontinence. The surgery was performed at (B)(6) hospital, (B)(6) by dr. (B)(6) md, and dr. (B)(6) md. When I returned for my follow up visit, I told dr. (B)(6) that I felt something that felt like metal at the opening of my vagina that was not there prior to my surgery. I was told it was sutures. In the following years I experienced several complications including, but not limited to several urinary tract infections, spotting of blood, and painful intercourse for both my partner and I. Approximately five years later, I began to see a new gynecologist (B)(6), rn, npc, and (B)(6). Upon examination, I was told that what I felt was a part of the mesh protruding from my vaginal opening, and that it was eroded, and needed to be removed. They inturn sent me to a urologist who confirmed this and said it needed to be removed, but he felt I should see a urogynecologist, which I did. Her name is (B)(6). She confirmed that the mesh was eroded, and needed to be removed. (B)(6) 2010, I had surgery to remove the eroded piece of mesh. As you can see, what I thought was an answer to save me from a great deal of embarrassment and discomfort, turned out to cause many unwanted complications. Please feel free to contact me for any further information you may need. Sincerely, (B)(6).